Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. This complaint was previously submitted as an asr (reference number (B)(4)) in q2 2015. All information related to this complaint, including supplemental information, is being submitted in this report per a request from FDA regarding the revocation of mentor's asr exemption# e1999017. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with saline mentor smooth round spectrum 275cc breast implants and experienced dissatisfaction with the procedure outcome. As a result, the patient will undergo bilateral device removal on (B)(6) 2019. This report is for the right side. This complaint was previously submitted as an asr (reference number (B)(4)) in q2 2015. All information related to this complaint, including supplemental information, is being submitted in this report per a request from FDA regarding the revocation of mentor's asr exemption #e1999017.